Event description:
It was reported that stent expansion failure occurred, requiring an additional intervention. The 100% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 8x60x120 epic stent was advanced to treat the lesion. However, when the stent was deployed at 90%, it was noted that the stent was not fully expanded and was not enough to treat the lesion. Post ballooning was performed to expand the stent in the lesion and was completed with another of the same device. No patient complications were reported.